Event description:
It was reported, "the arthroplasty was revised due to leg length discrepancy." Note: medical records and x-rays were not provided to stryker for review. Age, weight, height, and implantation time not available at this time .

Manufacturer narrative:
No other information about the femoral head has been provided. No other specific information is available from the research center.